Manufacturer narrative:
(B)(4). The device was manufactured april 18, 2014 to april 19, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed from the distal luer, normal flow was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not prime. This occurred before patient use. The device had been partially filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.